Event description:
A malfunction alarm was reported by the customer, but there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was provided with pump reset information by technical support and was assisted with resetting the pump. After reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any malfunction code recurs.